Event description:
Pt was implanted with a synchromed pump and catheter on o7/11/1994 for intrathecal delivery of baclofen to treat intractable spasticity due to cerebral palsy. On 12/11/1998 the pt experienced spasms and jerking. The pt's mom stated she did not hear the pump alarm. The pt presented to his physician's office and proceeded to pump explantation and was implanted with another synchromed pump on 01/04/1999. On follow up, the pt's jerking and spasms have resolved. The explanted pump has not returned to the MFR for analysis.